Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Caller will fill a new cartridge and resume insulin delivery. Customer¿s blood glucose level was 360 mg/dl.